Event description:
Initial report received per response to MFR's annual device tracking report- stating that device had been explanted due to "infection." Follow up info revealed that the pt had experienced pain at the pocket site. The wound was cultured with negative results. Pt device was explanted and treated with IV antibiotics. Infection was resolved with no drug withdrawal.